Manufacturer narrative:
Reservoir migration was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm a device malfunction or reservoir migration. Correction to g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced. Additional information was received that the reason for this surgery was due to a herniated reservoir. There were no patient symptoms associated with this event. There no patient complications following this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced. Additional information was received that the reason for this surgery was due to a herniated reservoir. There were no patient symptoms associated with this event. There no patient complications following this surgery.